Event description:
The customer reported that the system would not perform fluoroscopy x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray control power board was reseated. The system was tested and found to be working as intended and put back into service.